Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction during her first day of wear of the adc freestyle libre sensor. On (B)(6) 2018, customer noticed rashes at the insertion site and had contact with a healthcare professional who prescribed an unspecified oral antibiotic for treatment. The customer was hospitalized for 3 days due to the symptoms. There was no report of death or permanent injury associated with this event.